Event description:
After an implantation period of approx. One month, it was observed at an in-office follow-up that there is no capture on the ventricular channel. The lead was replaced with a new lead. Then, a new ipg was connected to the leads. Should additional information be received, this file will be updated.

Manufacturer narrative:
The pacemaker and the ventricular lead were returned for analysis. Prior to the analysis of the devices, the quality documents accompanying the manufacturing process were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated properly and the pacemakers memory content was analyzed indicating no anomalies. The battery was found to be fully charged. Statistical and trend data were not available for analysis, as the statistics were restarted on (B)(6) 2022. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. No intermittent or permanent loss of output was present. Upon receipt, the lead under complaint was received for analysis. The analysis showed that the insulation of the lead was found squeezed and damaged 20.5 cm distal to the is-1 connector pin, which is assumed to be the root cause of the clinical observations. The insulation damage most likely resulted from tightening the suture sleeve to the lead body. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.